Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse was able to duplicate the issue during troubleshooting. To resolve the issue, the user interface (ui) assembly was replaced by the pse. The system works as specified post this action and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the ventilator had an issue with the touchscreen. The system was not in clinical use; there was no reported harm to patient/user.

Manufacturer narrative:
The replaced user interface (ui) assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech could not duplicate the customers alleged issue, verifying that the returned touchscreen passed all flex cable resistance verification testing and resistance ratio testing. The pil also confirmed that liquid crystal display (lcd) was functioning as intended. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, and the lighting of the lcd was confirmed to be functioning as designed, the pil tech's investigation concluded that there was no problem found. The touchscreen issue and dark lcd could not be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.